Event description:
The report indicated that the customer experienced a high bg (268 mg/dl) before going to bed so she administered a bolus. Upon waking, her bg levels had risen (to 462 mg/dl); the pod was deactivated and a manual insulin injection was administered and a new pod was applied. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.